Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, one video was received which appeared to show a thrombus adhered to the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The unexpected medical intervention was due to medication administered (sotalol). The patient was reported as stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage (laa) closure procedure using a 14f amulet steerable delivery sheath. The laa measuring for amulet device sizing was done by 2d transesophageal echocardiogram (tee/toe) and the laa depth was 34mm. During procedure, the left atrial pressure was 27mmhg and 250ml volume of fluids were given. The atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr), the activated clotting levels (act) were 401s and heparin was administered. The amulet was successfully deployed in the laa. After the procedure, the patient's heart rate become elevated and admitted with atrial fibrillation (af). The patient was administered with sotalol medication. The patient was reported stable.